Event description:
It was reported that the patient presented remotely via merlin. Net. Transmission revealed that the right atrial lead failed to capture and exhibited unspecified oversensing which resulted in inappropriate mode switch. No intervention was performed. The patient was stable.